Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9616656-2022-01028 was sent in error. (Damaged unit packaging where sterility of the product is not compromised is not considered to be a reportable malfunction. MFR#: 9616656-2022-01028 is void as a result.

Event description:
It was reported that the seal on the bd micro-fine¿+ pro pen needle was damaged. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged polybag. According to the customer's report, the seal of the polybag was wrinkled."

Manufacturer narrative:
Initial reporter phone#: unknown initial reporter e-mail: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the seal on the bd micro-fine¿+ pro pen needle was damaged. The following information was provided by the initial reporter, translated from japanese: "this is a report about a damaged polybag. According to the customer's report, the seal of the polybag was wrinkled."